Event description:
It was reported that during central processing, the prograsp forceps instrument had a loose wire. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: the damage or complaint regarding the loose cable was reported as unknown, and it was noticed during reprocessing. It is unclear whether the instrument moved with non-intuitive motion or uncontrollable motion. Regarding limited or imprecise motion, there was uncertainty about the instrument's behavior, such as tips not opening or closing. Physical damage at the distal end was also reported as unknown, with speculation about a loose silver cable. No patient demographics or related information were provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.